Event description:
Baxter (B)(6) received a report that an infusor had leaked during use. Specifically, the customer reported that the "plastic chamber had a small amount of liquid trapped in it." The device was filled with an unknown chemotherapy drug. This condition interrupted therapy. There was patient involvement, but there customer did not report if there was any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Since the product code and lot number are unknown, a 510k number cannot be provided at this time. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. Approximately 4 ml of solution was also noted in the housing due to the rupture. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary:initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.